Event description:
It was reported that oversensing was observed on the device. Reprogramming was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the device was reprogrammed to resolve the event of post-paced t wave oversensing. The patient was stable and there were no adverse consequences.